Event description:
The customer contacted philips to report that the 5 lead ECG cable failed. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.